Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported receiving a power error alert every 4 hours, and the reservoir ring was completely missing. No troubleshooting was performed. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. It was received with operating currents within specification. The device passed self test, however unable to perform displacement test due to missing retainer. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. The power management tool confirmed power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board , the pump was monitored and functioned properly. The device was received missing reservoir tube o-ring, pillowing keypad overlay, minor scratches on case and minor scratches on lcd window.